Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. Two devices were available for evaluation. Visual inspection noted that the obturator was received intact. The seal housings, circular seals, stopcock, duckbill seal and cannula appeared intact. One device had only the seal housing received. During functional testing, the devices passed an air leak test. The duckbill seals failed during manual manipulation using an endoscopic blunt dissection device. The seal housings were broken open to remove the circular seal to check for subassembly overall height. The calipers were measured with acceptable results. It was reported that there was rapid loss of pneumoperitoneum. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the trocar leaked. The reported issue was confirmed. The most likely cause was determined to be supplier related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic gastrectomy, after the trocar insertion, when the forceps was inserted and operated, there was a pneumoperitoneum leak so severe it could not be maintained. There was sudden, rapid loss of pneumoperitoneum. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.